Event description:
Right knee is about twice the size of her left knee [joint swelling]. Fluid in right knee [joint effusion]. Case description: spontaneous report was received on (B)(6)-2012 from a (B)(6) female pt, (B)(6), with osteoarthritis. The medical history of the pt was significant for baker's cysts. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection, at a dose of 6 ml, in both knees. The synvisc-one lot number was not provided. On an unspecified date, the pt's right knee was about twice the size of her left knee and there was fluid in there. It was reported that physician told pt for alternate heat and cold and gave her cortisone injection. The outcome for the events of "right knee is about twice the size of her left knee" and "fluid in right knee" was not provided. Concomitant medications were not provided. The intensity for the both events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4)-2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.